Event description:
It was reported the patient expired. The drug in the pump was hydromorphone and bupivacaine. The device was removed by the mortician prior to the funeral service. It was noted that the death was not device related, however, the cause of death was unknown.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.